Event description:
It was reported that during a shoulder repair procedure using the firstpass suture passer, the suture trap fell off while inside the pt. The surgeon was confident that the piece was removed via suction, but could not be positive. The intraoperative x-ray was negative for any debris remaining in the pt, and the procedure was completed using a back up firstpass suture passer. There were no significant delays or pt complications reported as a result of this event.